Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is non-specific binding due to heterophilic antibodies in the patient sample. The stratus(r) cs ctni testpak IFU states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A falsely elevated troponin I result was obtained on a patient sample with each of two reagent lots on the stratus(r) cs system. The elevated result was not reported to the physician. The same sample was repeated on an alternate instrument system and a normal troponin I result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.